Event description:
It was reported that revision surgery was performed due to aseptic loosening of the stem. Stem and ball head was revised as consequence. Implantation was performed in 2008, clinic and exact date is unknown.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to aseptic loosening of a plus sl std stem 3 (article no. Plus11403s). No article was sent back, so no product evaluation could have been done. No discrepancies in the production order were found. At the time of manufacturing it was produced according to specification. No further complaint was found for the reported batch number. The risk of implant loosening is mentioned in the IFU hip lit. No. 12.23 and aseptic loosening is a known failure mode of prosthetic hip implantation. According to the medical investigation the root cause for the revision cannot be concluded. However, it is not possible to determine the exact root cause of the failure on the basis of the investigations carried out. No further investigations are planned.